Event description:
As reported by our (B)(6) affiliate, post deployment the 26mm sapien xt valve position was canted and seemed to be positioned slightly over the left coronary artery (lca) ostium. A coronary stent was placed. Due to a risk of coronary obstruction, a protection wire and a balloon were inserted via the right radial artery prior to the valve deployment. The height to the lca was slightly low (10.7mm) and calcification was present in the left coronary cusp (lcc). A 26mm sapien xt valve was deployed with 1ml less than nominal volume. Post deployment the valve position was tilted, 70:30 aortic/ventricular (a/v) on the non-coronary cusp (ncc) side and 50:50 a/v on the lcc side. Following valve deployment, electrocardiographic (ECG) changes were noted. By angiography, it was observed that the xt valve frame seemed to be positioned slightly over the lca, causing the leaflet calcification to be pushed towards the lca. Initially, it looked like the leaflet calcification was partially covering the bottom of the lca ostium, but the intravascular ultrasound (ivus) showed no lca obstruction or no stenosis due to the calcification. The ECG changes and blood pressure stabilized. However, as a preventative measure, it was decided to place a drug eluting stent (des) stent in the lca ostium due to the risk of obstruction or stenosis. It was confirmed that coronary flow was well maintained and the procedure was finished.

Manufacturer narrative:
Per the instructions for use, device malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to obstruct the coronary ostia. There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (= 4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, the exact cause of the canted position of the valve (70:30 a/v on the ncc and 50:50 on the lcc) cannot be confirmed. It is possible that a combination of patient factors (i.e. 21.1mm aortic annulus with mild calcification) may have contributed to the malposition. In addition, procedural factors that can contribute to malposition (improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system) are unknown. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.